Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate plus profile 275cc saline prosthesis, catalog: 3502275, serial number: (B)(4), lot: 7483720. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 275cc saline prosthesis. Bilateral deflation of the breast prostheses was diagnosed post procedure through a physical examination. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018. This report is for the left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/27/2018. Also on 8/27/2018, mentor received additional information: explantation date: (B)(6) 2018. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 225cc gel prostheses on (B)(6) 2018; catalog # 3502225, s/ns (B)(4). Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The device history record (DHR) for the lot number 7449221 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).